Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to an emergency room (ER) on (B)(6) 2026 due to hyperglycemia event caused by bent cannula. The site of insertion was leg. The infusion set was in use for one day. The duration of hospitalization was for less than 24 hours, due to hyperglycemia. The patient's blood glucose level during hospitalization was 562 mg/dl, and patient was treated with intravenous fluid (IV) drips/ manual injection/ insulin pump. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.